Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited oversensing of noisy signals. Also, there was a gradual decrease in pacing impedance from 951 ohms to 570 ohms. It was noted the noise was stored as false positive atrial tachy response (atr). The noise was unable to be reproduced with isometrics. Technical services (ts) discussed the inability to reproduce with isometrics doesn't mean there couldn't be an insulation breach in the ra lead. Ts recommended reprogramming options. It was noted the patient has an atrial flutter, so programming changes need to be done conservatively. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited oversensing of noisy signals. Also, there was a gradual decrease in pacing impedance from 951 ohms to 570 ohms. It was noted the noise was stored as false positive atrial tachy response (atr). The noise was unable to be reproduced with isometrics. Technical services (ts) discussed the inability to reproduce with isometrics doesn't mean there couldn't be an insulation breach in the ra lead. Ts recommended reprogramming options. It was noted the patient has an atrial flutter, so programming changes need to be done conservatively. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The field representative confirmed the ra lead had an insulation breach. The ra lead was surgically abandoned and replaced. This ICD remains in service.